Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, a cuff miss occurred. A second proglide device was used and reportedly, after the plunger was retracted no suture was present. A third proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the suture, posterior needle tip and posterior cuff were not returned thus the reported needle to cuff miss could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a quality issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced, is filed under a separate medwatch MFR number.